Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, while firing at the stomach sleeve, the stapler was able to fire but the reload tore the serosa and the surgeon had to over sew the defect.